Event description:
Report received of unrequested bolus doses being delivered. The pump was programmed in 2003 in the afternoon to deliver meperidine hydrochloride 10mg/ml in the pca only mode with a pca dose of 10mg, a pt lockout of 6 minutes, and a 4-hour limit of 250mg. Approximately 2 to 3 hours after the initiation of therapy, the pt called the nurse into the room and reported that the pump gave bolus doses when did not press the pt pendant button. While the nurse was in the room, nurse reportedly witnessed the pump deliver an unrequested bolus dose. The pump was removed from clinical service and therapy was resumed on a replacement pump. The nurse reported that the pt had received a total of 4 unrequested bolus doses. The pt experienced no adverse effects and no medical interventions were required. Though requested, no additional information was available.